Event description:
It was reported that the compressor's motor was defective. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The reported issue with the compressor was confirmed during evaluation of the provided problem description. Our fse (field service engineer) was on-site for further investigation. No other information has been provided. No parts were returned for further investigation. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).